Manufacturer narrative:
Eval on-going at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 71 closed and 5 open units. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed. There are no units in stock. Checked all samples received: 71 closed and 5 open units and all samples have the correct needle attached. The needle dimensions of all samples comply with the specifications of the product. All needles correspond to ds19 needles. Checked the thread diameter and it corresponds to a usp standards and fulfills the OEM requirements. Reviewed the batch manufacturing record. This product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Triangle needle 19mm (packing) and round needle 16mm (actually) attached.